Event description:
A male patient contacted lifecor customer support to report that when one of his battery packs is placed in the charger, the "battery pack fault" led flashes and the fully charged led is solid green. When this battery pack is placed into the monitor, it does not show a full charge. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack was received with a near full charge (11.2 volts). However, when placed on a charger the pack would not complete the charging cycle. Failure analysis found a defective u3 supervisory ic within the battery pack. U3 was in a latched up state which prevented any current flow. The root cause of the latched-up u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.